Manufacturer narrative:
The suspect device has not been received for evaluation. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found no similar complaints for this lot number. A follow-up report will be submitted when the evaluation is completed. Method - device history record was reviewed, complaint data base was reviewed. Conclusions - a follow-up report will be submitted when the device evaluation has been completed.

Event description:
The pressure wave form from the transducer was drifting and was unable to get a zero balance. No harm or injury was reported.